Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said that neither their communicator or programmer will hold a charge. Patient confirmed they are able to charge both devices to 100% and successfully connect to their implant to turn therapy on and make adjustments, but patient said when they charge their communicator to 100% and they see the green battery light it depletes after 2 days. Patient said they will see the orange battery light after 2 days and need to charge it. Patient said they have to constantly keep them on the charger 24/7. Patient said on tuesday, they weren't feeling stim, and they normally feel stim by the wire in their tailbone, so they knew the communicator and handset batteries were dead. Patient said now that they are charged, they connected them to their ins and turn therapy on they feel stim. Patient said they feel stim all the time and when the external devices deplete, they can no longer feel stim. Reviewed with patient that external device batteries are separate from ins battery and should not effect patient receiving stim. Patient said they've had these devices and know that they are supposed to be able to feel stim and when they can't, they know something is wrong with their external devices. Patient said they have been having complications with the external devices and not feeling stim when external devices deplete since their implant date in 2021. An email was sent to the repair department for a new communicator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.